Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out of range pacing lead impedance measurement of greater than 2,000 ohms due to a suspected lead fracture. The physician decided to extract the lead and during the process, the lead could not be extracted as it occluded on the vein. Some bleeding occurred due to possible vein laceration but was able to stop the bleeding. Hence, the physician elected to abandon the system and went to the left side instead. The lead was then tested on pacing system analyzer (psa) and exhibited noise. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.